Event description:
It was reported that a clearlink secondary IV administration set did not flow. This occurred during infusion. The device was being used with a non-baxter infusion pump and an unknown primary set. The reporter stated that the solution was not flowing from the device into the unknown primary set. Once the no flow was observed, the nurse disconnected the patient from the setup and new supplies were used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.